Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and alarm confirm in alarm history file. The insulin pump was unable to confirm no delivery alarm due to motor error alarm. The motor was tested outside the insulin and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor positon encoder error. During the manual prime, she received a no delivery and low battery alarm. The customer replaced the battery and attempted to manually prime the insulin pump but received another motor positon encoder error alarm. The insulin pump was exposed to a x-ray and CT scan. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.